Event description:
It was reported that a wireless module would not connect to the customer's wireless network. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The battery module was rec'd inoperable by baxter. The device alarmed for "check battery" due to corrosion on the wireless module flex and radio pcb as a result of fluid intrusion. This caused the components to fail, rendering the unit un-repairable. The un-repairable wireless module was removed from service.